Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after an intra-aortic balloon pump (iabp) implantation procedure due to high-risk coronary artery disease using a 7f sheath. Reportedly, while performing step 3 (splitting the sheath), the sheath detached from the handle of the device. This resulted in exposure of the metallic components of the closure device within the subcutaneous tissue and prevented the device from advancing along the intended path to the arterial puncture site for closure. As a result, vascular closure was unsuccessful. The operator then removed the closure device and switched to manual compression of the puncture site, followed by pressure dressing to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported information indicates the exchange sheath may have not been properly connected to the clip applier. It is possible that the user was unaware the exchange sheath properly connected to the clip applier and subsequently separated from the clip applier when the thumb advancer was deployed resulting in the failure to advance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.